Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the ECG waveform on the device displayed artifact. There was no patient harm.

Manufacturer narrative:
.